Event description:
The patient had significant weight lost due to health issue and the device became loose and painful in the pocket. She experienced a loss of therapeutic effect. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).